Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. FDA device problem code: (B)(4). FDA patient problem code: (B)(4). Investigation summary: customer reported the tubing was cut and returned the affected sample. A device history record review could not be performed because a valid lot number was not provided by the customer. Investigation conclusion: the sample was clearly cut clean through and the complaint is verified. Visual inspection under the microscope showed what could be the reported needle damage (near the middle) and then the subsequent cut all the way through. This is not a failure we usually see in our product. No other failure modes were observed. Root cause description: the root cause is determined to be the user, with an initial needle cut and then the separation. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pca kit asv microbore cv tubing leaked and was reinforced with tegaderm tape. Additionally, it was reported that the patient disconnected himself from the pca and the tubing was found to have been cut from the pump. The following information was provided by the initial reporter: "notes from hospital: had a patient on a pca pump who noted his tubing to be leaking earlier today so the nurse reinforced the tubing. He reported securing it with a piece of clear tape (tegaderm). I recognize not the right course of action on nursing end and education will be provided. The patient was discharged shortly after. On discharge, nurse reports the patient disconnected himself from the pca and when the nurse entered the patients room the pca was found to have the tubing cut from the pump. When inspected by the rn and the charge rn it appears that there may have been a needle injected into the tubing to cause the original leaking. "